Event description:
It was reported that a pt underwent a cesarean section procedure on an unk date and suture was used. The pt developed internal hemorrhaging after the procedure and was treated with a transfusion. It is unk if the hemorrhage was caused by pitocin or the suture. After the transfusion, the pt was "ok".

Manufacturer narrative:
(B)(4) - hemorrhage. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.